Manufacturer narrative:
Follow-up (B)(6) 2016: customer reported that they have contacted their health care provider and they are changing infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 500s (mg/dl) for 3 days. Customer administered insulin injections to treat bg levels. System check with tandem technical support on (B)(6) 2016 indicated pump was performing as intended. Recommendation was made to change infusion site.